Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports that the nurse had a dirty needle stick and reported that the white needle sheath did not cover the needle tip after locking. The nurse further reported that the needle tip was above the white sheath and stated that the safety sheath was still locked when she looked at it after it had happened. The nurse was treated per standard needle stick injury protocol .

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.